Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error message associated with the syncroseal instrument. The error stated "check the jaws for possible damage. Hemostasis may be compromised." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The instrument did not work at all during the procedure. The target tissue was the prostate. The target tissue was not under tension during the sealing/cutting process. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. No tissue effect was observed during the sealing/synch cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of cut electrode thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The root cause is attributed to a component failure. The instrument was tested for electrical continuity and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. A review ofthe logs showed no failures.